Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2020, the patient experienced high blood glucose level due to poor adhesion and the infusion set fell of her body while she was sleeping. The cannula was not inserted in patient's body. On the same day ((B)(6) 2020), patient's mother called the ambulance and she went to the emergency room, where she received saline and insulin as corrective treatment. After staying for several hours in the emergency room, the patient was unstable and subsequently, she was admitted to the hospital due to hyperglycemia, where she received fluids of saline, insulin and intravenous medication (drug name unknown) as corrective treatment, which resolved the issue. Moreover, her highest blood glucose level was 950 mg/dl and the infusion set had been used for two days. On (B)(6) 2020, the patient was released from the hospital with no permanent damage. The patient did not notice any damage to the infusion set when the package was first opened. Further, on (B)(6) 2020, the patient experienced high blood glucose level with highest blood glucose level of 483 mg/dl due to a kinked cannula. Therefore, she tried to treat it with correction bolus via pump. No further information available.